Manufacturer narrative:
H10: correction. The initial submission of this event was reported by the manufacturer under MFR. Report # (B)(4).

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00203. This report is being submitted as additional information. Approximate age of device ¿ 1 year and 8 months. (Calculated from the date when the device was manufactured). Manufacturer's investigation conclusion: no product was returned for analysis. The reported event of a no external power alarm was confirmed based on the information recorded in the submitted system controller log file. The voltage levels recorded during the events suggested that the events occurred when the system controller was connected to a mobile power unit (mpu) and the mpu power was lost. The pump support was not affected and the system was supported by the backup battery during the events. A specific root cause was not able be identified. The device was not returned for evaluation and remained in use. Additional information provided to the manufacturer stated that the no external power alarm did not occur as a result of the mobile power unit ac power cord coming off the device; however a cause for the alarm to occur was not reported. Heartmate ii lvas patient handbook and IFU describes the no external power alarm and methods to resolve the alarm. Both the IFU and patient handbook caution the patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed one no external power event on (B)(6) 2018 at 4:42. The pump operated as expected during this event. The no external power event may have occurred due to a loose mobile power unit ac cable connection. Additional information received from the vad coordinator stated that the no external power event was not due to the mobile power unit ac cord coming loose. No further alarms occurred and the patient has since expired.